Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analayzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead was received with the lobes deployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined what caused the reported deployment issue.

Event description:
It was reported that the left ventricular lead caused chronic diaphragmatic stimulation. It was noted that the lead lobes were slow to undeploy and tissue had adhered.the lead was explanted and replaced. No patient complications have been reported as a result of this event.